Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('2 years after removal') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced deafness ("hearing loss"). The patient was treated with surgery (essure removal surgery). Essure was removed. At the time of the report, the medical device removal and deafness outcome was unknown. The reporter considered deafness and medical device removal to be related to essure. Concerning the injuries reported in this case, the following one/ones were described in social media : medical device removal, hearing loss quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: content from social media received. New event 'hearing loss' was added based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('2 years after removal') and cardiac failure congestive ('congested heart failure') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), experienced deafness ("hearing loss"), fatigue ("fatigue"), arthralgia ("arthritis like pain in my joints") and cardiac failure congestive (seriousness criterion medically significant) and was found to have heart rate irregular ("heart would go crazy"). The patient was treated with surgery (essure removal surgery). Essure was removed. At the time of the report, the medical device removal, deafness, fatigue and arthralgia outcome was unknown and the cardiac failure congestive was resolving. The reporter considered arthralgia, cardiac failure congestive, deafness, fatigue, heart rate irregular and medical device removal to be related to essure. Concerning the injuries reported in this case, the following one/ones were described in social media : medical device removal, hearing loss, fatigue, arthritis quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-mar-2020: follow up 4 and 5 were processed together. Content from plaintiff fact sheet: event was added- congested heart failure. Reporter information added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('2 years after removal') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced deafness ("hearing loss"), fatigue ("fatigue") and arthralgia ("arthritis like pain in my joints"). The patient was treated with surgery (essure removal surgery). Essure was removed. At the time of the report, the medical device removal, deafness, fatigue and arthralgia outcome was unknown. The reporter considered arthralgia, deafness, fatigue and medical device removal to be related to essure. Concerning the injuries reported in this case, the following one/ones were described in social media : medical device removal, hearing loss, fatigue, arthritis. Quality-safety evaluation of ptc: unable to confirm complaint. Amendment: the report was amended for the following reason: information transferred from deletion case: (B)(4), event fatigue, arthritis like pain in my joints were added. New reporter, source documents and reference section were transferred to this case. No new follow-up information was received from the reporter. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('migrated into my uterine cavity') and cardiac failure congestive ('congested heart failure') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), cardiac failure congestive (seriousness criterion medically significant), deafness ("hearing loss"), fatigue ("fatigue / exhaustion"), arthralgia ("arthritis like pain in my joints"), alopecia ("incredibly thick hair fell out to "normal""), fluid retention ("residual water retention"), pain ("whole body hurts"), depression ("depression"), mood swings ("mood swings"), heavy menstrual bleeding ("heavy periods"), menopause ("premenopausal"), skin discolouration ("I got a huge brown patch on my neck"), ear infection ("I think constant inflammation in my body wreaked havoc on my ears"), allergy to metals ("allergy to nickel") and tooth fracture ("teeth just broke off ( yup on french fries in germany)") and was found to have heart rate irregular ("heart would go crazy"), weight increased ("huge weight gain") and bone cancer ("I had bone cancer because I was having so much pain"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the device expulsion, deafness, arthralgia, weight increased, depression, mood swings, heavy menstrual bleeding, menopause, ear infection, allergy to metals and tooth fracture outcome was unknown, the cardiac failure congestive and skin discolouration was resolving, the fatigue and fluid retention had not resolved and the alopecia, pain and bone cancer had resolved. The reporter considered allergy to metals, alopecia, arthralgia, bone cancer, cardiac failure congestive, deafness, depression, device expulsion, ear infection, fatigue, fluid retention, heart rate irregular, heavy menstrual bleeding, menopause, mood swings, pain, skin discolouration, tooth fracture and weight increased to be related to essure. Concerning the injuries reported in this case, the following one/ones were described in social media : medical device removal, hearing loss, fatigue, arthritis, bone cancer, rash, inflammation, teeth fracture. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 19-oct-2021: social media content received: reporter information and event teeth just broke off ( yup on french fries in germany) were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('migrated into my uterine cavity') and cardiac failure congestive ('congested heart failure') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), cardiac failure congestive (seriousness criterion medically significant), deafness ("hearing loss"), fatigue ("fatigue / exhaustion"), arthralgia ("arthritis like pain in my joints"), alopecia ("incredibly thick hair fell out to "normal""), fluid retention ("residual water retention"), pain ("whole body hurts"), depression ("depression"), mood swings ("mood swings"), heavy menstrual bleeding ("heavy periods"), menopause ("premenopausal"), skin discolouration ("I got a huge brown patch on my neck"), ear inflammation ("I think constant inflammation in my body wreaked havoc on my ears"), allergy to metals ("allergy to nickel") and tooth fracture ("teeth just broke off ( yup on french fries in germany)") and was found to have heart rate irregular ("heart would go crazy"), weight increased ("huge weight gain") and bone cancer ("I had bone cancer because I was having so much pain"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the device expulsion, deafness, arthralgia, weight increased, depression, mood swings, heavy menstrual bleeding, menopause, ear inflammation, allergy to metals and tooth fracture outcome was unknown, the cardiac failure congestive and skin discolouration was resolving, the fatigue and fluid retention had not resolved and the alopecia, pain and bone cancer had resolved. The reporter considered allergy to metals, alopecia, arthralgia, bone cancer, cardiac failure congestive, deafness, depression, device expulsion, ear inflammation, fatigue, fluid retention, heart rate irregular, heavy menstrual bleeding, menopause, mood swings, pain, skin discolouration, tooth fracture and weight increased to be related to essure. Concerning the injuries reported in this case, the following one/ones were described in social media : medical device removal, hearing loss, fatigue, arthritis, bone cancer, rash, inflammation, teeth fracture quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 3-nov-2021: quality safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('migrated into my uterine cavity') and cardiac failure congestive ('congested heart failure') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), cardiac failure congestive (seriousness criterion medically significant), deafness ("hearing loss"), fatigue ("fatigue / exhaustion"), arthralgia ("arthritis like pain in my joints"), alopecia ("incredibly thick hair fell out to "normal""), fluid retention ("residual water retention"), pain ("whole body hurts"), depression ("depression"), mood swings ("mood swings"), menorrhagia ("heavy periods"), menopause ("premenopausal"), skin discolouration ("I got a huge brown patch on my neck"), ear infection ("I think constant inflammation in my body wreaked havoc on my ears") and allergy to metals ("allergy to nickel") and was found to have heart rate irregular ("heart would go crazy"), weight increased ("huge weight gain") and bone cancer ("I had bone cancer because I was having so much pain"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the device expulsion, deafness, arthralgia, weight increased, depression, mood swings, menorrhagia, menopause and ear infection outcome was unknown, the cardiac failure congestive and skin discolouration was resolving, the fatigue and fluid retention had not resolved and the alopecia, pain and bone cancer had resolved. The reporter considered allergy to metals, alopecia, arthralgia, bone cancer, cardiac failure congestive, deafness, depression, device expulsion, ear infection, fatigue, fluid retention, heart rate irregular, menopause, menorrhagia, mood swings, pain, skin discolouration and weight increased to be related to essure. Concerning the injuries reported in this case, the following one/ones were described in social media : medical device removal, hearing loss, fatigue, arthritis, bone cancer, rash, inflammation. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-jul-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('migrated into my uterine cavity') and cardiac failure congestive ('congested heart failure') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), cardiac failure congestive (seriousness criterion medically significant), deafness ("hearing loss"), fatigue ("fatigue / exhaustion"), arthralgia ("arthritis like pain in my joints"), alopecia ("incredibly thick hair fell out to "normal""), fluid retention ("residual water retention"), pain ("whole body hurts"), depression ("depression"), mood swings ("mood swings"), menorrhagia ("heavy periods"), menopause ("premenopausal"), rash ("I got a huge brown patch on my neck"), inner ear inflammation ("I think constant inflammation in my body wreaked havoc on my ears") and allergy to metals ("allergy to nickel") and was found to have heart rate irregular ("heart would go crazy"), weight increased ("huge weight gain") and bone cancer ("I had bone cancer because I was having so much pain"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the device expulsion, deafness, arthralgia, weight increased, depression, mood swings, menorrhagia, menopause and inner ear inflammation outcome was unknown, the cardiac failure congestive and rash was resolving, the fatigue and fluid retention had not resolved and the alopecia, pain and bone cancer had resolved. The reporter considered allergy to metals, alopecia, arthralgia, bone cancer, cardiac failure congestive, deafness, depression, device expulsion, fatigue, fluid retention, heart rate irregular, inner ear inflammation, menopause, menorrhagia, mood swings, pain, rash and weight increased to be related to essure. Concerning the injuries reported in this case, the following one/ones were described in social media : medical device removal, hearing loss, fatigue, arthritis, bone cancer, rash, inflammation. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: new events "alopecia", "weight gain", "pain", "fluid retention" and new reporter were added, the outcome of the event "fatigue" was amended. On 23-mar-2020: new reporter was added. On 23-mar-2020: social media content received: reporter added. Events: device migration, mood swings, premenopausal, heavy periods were added. Fu 6, 7 and 8 were processed together. On 23-mar-2020: social media received: new events were added: bone cancer, rash, inflammation and reporter information were updated. On 23-mar-2020: fu 9,10,11 processed together. On 23-mar-2020: fu 9,10,11 processed together. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('2 years after removal') in a female patient who had essure inserted for female sterilisation. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal surgery). Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Concerning the injuries reported in this case, the following one/ones were described in social media: medical device removal. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.